Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: ddbb1d1, device implanted: (B)(6) 2017. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had dyspnea and their physician planned to insert an additional lead. However, the patient was informed that they did not need another lead because they had a lead disconnected from their device. Both the device and lead are still in use. No further patient complications have been reported as a result of this event.